Event description:
Reporter stated that, on (B) (6) 2010, patient was found unresponsive at home. Patient's spouse subsequently phoned emergency medical services for assistance. Upon their arrival, at 1:22 pm, patient's blood glucose measured on the paramedics' advantage system, with a result of 111 mg/dl. Based on this value, no blood glucose related treatment was administered. Prior to departing for the hospital, patient's daughter reportedly gave the ambulance crew a packet of information, from (B) (4), to review. Patient's daughter indicated that, although she was not familiar with the packet's exact contents, she knew that patient was not to be tested with an accu-chek blood glucose monitoring system, due to prior use of the dialysate extraneal (a labeled interferent for comfort curve test strips). Patient arrived, by ambulance, at the hospital emergency department and was triaged at 1:47 pm. At 2:20 pm, a comprehensive metabolic panel was ordered which revealed patient's potassium to be 6.4 mmol/l and glucose to be 32 mg/dl. Based on these results, patient was diagnosed with hyperkalemia, secondary to discontinuation of peritoneal dialysis therapy a few days earlier (due to leaky catheter). Patient was treated with a combination of insulin and dextrose, after which he reportedly became responsive. At the time of the report, the test strips that produced the value of 111 mg/dl were no longer available.

Manufacturer narrative:
Medication list was provided by the hospital. Some medications listed on patient chart did not report a start date. It was unknown if the initial reporter sent report to the FDA. Device not returned to manufacturer.